Event description:
It was reported that during an upgrade procedure, noise was heard when the high voltage lead was inserted into the header of the implantable cardioverter defibrillator (ICD). However, the was a clean signal when the lead was tested on the analyzer. The ICD was not used and a different ICD was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the implantable cardioverter defibrillator (ICD)  was returned and analyzed. There we no anomalies found. Concomitant products: 4194 implantable pacing lead (B)(6) 2012; 0293 competitor implantable tachy lead (B)(6) 2012.(B)(4).